Event description:
A pt experienced a post operative infection after two twinfix ab were impalnted. The pt was unsuccessfully treated with antibiotics. The surgeon had to re-operate to clean the area and found the bone had deteriorated causing the twinfix to pull free of the bone. They were removed and the soft tissue was fixated via a different manner. The surgeon indicated that he felt the infection was the result of poor-in-house cleaning of reusable instruments. The pt is doing well 6 weeks post-op.